Event description:
It was reported that during pre-surgery, it was observed that the hose of the motor device was split by the muffler. During in-house engineering evaluation, it was observed that the device had holes in the hose by the muffler, would not hold an mra cutter, the attachment fit loosely and had vibration. There were no delays to the planned surgical procedure. A spare identical device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had holes in the hose by the muffler, would not hold an mra cutter, the attachment fit loosely and had vibration. Therefore, the reported condition was confirmed. It was determined that the holes in the muffler were due to pulling on the hose by the muffler to disconnect it from the autolube and/or from pulling the autolube around by the hose. It was determined that the device would not hold the cutter because the locking mechanism was damaged. It was determined that the attachment fit loosely due to worn nose pins. The assignable root cause was determined to be due to misuse, abuse and or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.